Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connections were checked during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the lift column up and down button are not working on the 9800 system. No pt injury was reported.